Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 from the critical care nurse of a critical care patient with unspecified pathology, who stated a blood leak occurred during a continuous renal replacement therapy treatment on an unspecified date. Additional information was received on 21 oct 2022 from the critical care nurse stating there were no symptoms, medical intervention or prolongation of hospitalization. Although requested, additional detail was not provided.